Event description:
Patient had an arteriogram of the right lower extremity in special procedures by doctor. During the procedure, two (2) bard lifestents sizes 5mm x 120mm were deployed into the right femoral artery. Upon retrieving the stent catheter from the vessel, the distal end dislodged into the right lower extremity vessel (artery). Multiple attempts were made to retrieve dislodged catheter by doctors present. Both were unsuccessful. A consult was immediately called to cardiovascular services. At close of case, patient was hemodynamically stable. Patient recovered in cvru (cardiovascular recovery unit) holding area for 2 hours before returning to original floor. Bard representative was notified of incident. Reference number were (B)(4) for both stents and lot numbers were aneu0465 (exp date 07/03/2023) and aney3110 (exp date 11/20/2023). Product available for evaluation.